Event description:
Info was provided that the PICC line was inserted on (B)(6) 2011. On (B)(6), the nurse noticed the PICC was broken at the base of the distal joint. The pt needed to be re-admitted to the hospital due to the risk of air embolism, the PICC was changed. No part of the device remained inside the pt and the complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.